Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.0/1.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Device problem code: 1494 - off-label use, acd<3.0mm. Health effect impact code 4581: significant reduction of irido-coneal angles. Claim # : (B)(4).